Manufacturer narrative:
One (1) unit was returned for evaluation in used condition, inside a plastic bag which was not its original packaging. Visual evaluation found multiple white stains on the sample. However, no damage, cuts or other defects that could provoke leaks were identified. The sample was set for leak test. The spike was connected to an IV bag and the liquid didn¿t flow through the tubing; it didn¿t go further than the spike. A picture was taken through the internal diameter of the spike where an occlusion was identified, which could provoke the medication spilled, as was described on the complaint description. Complaint is confirmed under failure mode of occlusion.

Manufacturer narrative:
Concomitant product added.

Event description:
It was reported that the chemo spilled all over the pump. Per reporter, the patient was affected as they had chemo spilled on them & the pharmacy does not know how much medication the patient actually received. Per reporter, they could not find where spill came from, and the event occurred while use with patient at the hospital. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.